Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the pu(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she had experienced high and lows blood glucose for about two days. Customer stated she was new to the device and lows are accruing since they are still adjusting the device programming. She stated at lunch timer her blood glucose was low, 59 mg/dl. She treated with a glass of orange juice and blood glucose was up to 71 mg/dl. She did a bolus for her lunch an hour later it was 174 mg/dl. Current blood glucose was 420 mg/dl. Customer stated she will talk to her doctor in regards to highs and lows. The device is not being returned for analysis.